Manufacturer narrative:
(B)(4). Physical and technical evaluation was performed by a field service engineer (fse). The fse confirmed the reported issue of the arm pulling on ft (force torque) sensor cable. The fse tightened the jack for the arm force sensor cable, correcting the issue. The serial number was reviewed for any deviations and/or anomalies in the servicing/maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the servicing/maintenance process contributed to the reported issue. The device was previously installed and the system was found to be in working order. The root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the camera has had a green tint to it for weeks and the touch screen intermittently doesn't work, and the cutting arm is drifting randomly. The investigation was completed and identified this to be reportable due to connection issues. No adverse events have been reported as a result of the malfunction. There was no report of patient harm or injury. No further event information available at the time of this report.